Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable ion selective electrode (ise) potassium result for one patient sample. The initial result was 5.54 mmol/l with data flags and was verbally reported to the pre-op nurse, but it was explained that the sample was auto-repeating. The auto-repeat result was 15.91 mmol/l with data flags. The sample was then repeated on another cobas c311 analyzer and the result was 3.4 mmol/l. The repeat result from the other cobas c311 analyzer was believed to be correct. The customer called the correct potassium result of 3.4 mmol/l to the or. The patient was not treated based on the erroneous result and was not adversely affected. The potassium electrode lot number and expiration date were requested but were not provided. The customer noted the stopper in the ise reference bottle kept popping out. The field service representative found the reference tubing was popping out of bottle causing air in line. He pulled more slack in the tube and replaced the stopper. The customer agreed to monitor. To verify the analyzer operation, precision testing was performed.